Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the right coronary artery (rca). A rebel stent was advanced to treat the lesion through a non-bsc guide extension catheter. However, during the procedure, the stent came off the balloon in the ostium of the rca. A compliant balloon catheter was then advanced and dilated the stent right there. No patient complications were reported and the patient's status was fine.